Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) internal communication error. Someone put paper on the machines says internal communication error. No patient was harmed or injured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) internal communication error. No patient was harmed or injured.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. Service is carried out. After that fse have found no faults. All tests pass, and the equipment works when a trainer is attached in clinical mode. Electrical safety test has passed.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.